Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that some stand movements not available in the system. Analysis of system log file showed low voltage errors on both the m-cab and r-cab. Upon troubleshooting, fse found gib was blowing the f1 fs-sp 7a fuse when the system powered up. Upon functional testing, fse found that the 230vac that feeds 1spc and 2spc via scg x11:6,5,4 which is controlled with software via a relay in the gib has no voltage coming from that connection and fse identifies that while 1spc and 2spc had logic power at 24v, the 230v ac power leds were not illuminated, suggesting that one of the amcs was causing a short in the supply. To resolve the issue, fse replaced the geo io box and the both amc triple servo drive hp-lp-lp and returned it to philips for further analysis. The analysis of geo io box confirmed that the failure was due to the electrical defect caused by the tripped f1 fuse. The analysis of one amc triple servo drive hp-lp-lp confirmed that the failure was caused due to loose and- or broken off element upon visual inspection, but the cause of other amc triple servo drive hp-lp-lp failure could not be conclusively determined by the supplier¿s part analysis. Later, the issue reoccurred and fse replaced the amc drive and the rotation motor in that work order. However, after replacement and loading of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave errors indicating geometry movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.